Event description:
Difficulties were encountered when trying to establish rf communication with the device. Reportedly, rf communication was very unstable and the measurement of the continuity test was very long to obtain. The quality of rf communication was not optimal.

Event description:
Difficulties were encountered when trying to establish rf communication with the device. Reportedly, rf communication was very unstable and the measurement of the continuity test was very long to obtain. The quality of rf communication was not optimal.